Event description:
Seventy-three y/o, black female on dialysis since 2/89 developed severe headache within 15 minutes of starting dialysis on 11/1/97 which evolved into chest pressure. Blood pressure was stable. Symptoms did not resolve until prescribed therapy was terminated.